Event description:
It was reported that the pt showed unreliable response to the device during initial stimulation. Tomography showed that the electrode array is not correctly positioned. Surgery to reposition the device is scheduled.